Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the system had problems with the flap, it was unable to lift where the flap was too thin, and the vascular gas breakthrough in the patient's left eye during lasik surgery.

Manufacturer narrative:
No consistent serial number was identified with this complaint; therefore, the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. It was reported that there are ¿problems with flap on the system. No further information, such as serial number of the device, specifics about the problems or treatment data was provided. Not enough information was provided to perform an investigation. The root cause could not be identified conclusively given the missing information. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the physician had problem with the flap in the patient unknown eye during unknown timing of the surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).